Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: during blood collection, blood leaked from between the tube and the holder(np needle of eclipse).

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve piercing with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: during blood collection, blood leaked from between the tube and the holder (np needle of eclipse).